Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray result showed that the lead was broken. The patient underwent a revision procedure wherein the lead, extension and ipg were replaced. The physician believed that the lead fracture was caused by the patient fall. The patient was doing well post-operatively.